Event description:
Pt under general anesthesia for cystoscopy. Dr. Passed stent into ureter and pelvis of kidney. Pulled back on device. It kinked back onto itself and formed a knot, which got stuck at the same place where the stone was impacted. Dr. Tried pulling the catheter and it broke off, leaving a portion of the stent in the ureter with the distal tip in the bladder.